Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision. The clinical reason for explant was reported to be large myopic miss. The iol was replaced with unspecified lens approximately within three months 30 days after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.11. Additional information was received and it has been determined that there was no reported defect or fault with a company product. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the iol was replaced with another lens from the same company, with 1.5 diopters less power. Based on this information, the file was reviewed and reassessed, and it has been determined that there was no reported defect or fault with the company product.